Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower needs to be replaced to address the issue. During the evaluation, service required code was observed in the downloaded event log. The internal battery needs to be replaced to address the issue. The internal battery was evaluated by the manufacturer's product investigation laboratory (pil) and found the internal battery functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower needs to be replaced to address the issue. During the evaluation, service required code was observed in the downloaded event log. The internal battery needs to be replaced to address the issue.